Manufacturer narrative:
The device was returned due to the sheath tube separating in two pieces. One 6f fast-cath introducer sheath was received for evaluation. Visual inspection revealed the sheath tube had been torn and detached from the hemostasis hub. A portion of the sheath remained attached to the hemostasis hub. The damage is consistent with tubing elongation resulting from tensile strain. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with damage during use.

Event description:
Upon removal of the introducer from the patient, the introducer separated into two pieces. The device was removed with no intervention required and no adverse consequences to the patient.